Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from an investigator initiated dutch persona study that the patient underwent an initial knee arthroplasty. Approximately 3.5 years post implantation, the patient began experiencing pain, instability, and range of motion issues. The range of motion was noted 140/0/5 (all directions). Products remain implanted. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Unknown articular surface. Report source: foreign - (B)(6). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02738.

Event description:
It was reported from an investigator initiated dutch persona study that a patient experienced pain, instability, and range of motion issues. The range of motion was noted 140/0/5 (all directions). Products remain implanted. Attempts have been made and no further information has been provided.